Event description:
Pt being cardioverted and noticed sparks. Assessed by physician and patches changed. Cardioverted again with new patches and sparks were again noted. No further cardioversion needed at this time. Defibrillator burns to anterior chest noted. Silvadene cream ordered prn for burns.